Manufacturer narrative:
It was reported that patient underwent revision of anterior vagina on (B)(6) 2003 for vaginal mesh erosion. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 along with concurrent cystoscopy due to sui and hypermobile urethra. It was reported that following insertion the patient experienced bladder spasms all the time and urinary tract infections. It was reported that patient underwent mesh revision/removal (debridement of vaginal mesh) on (B)(6) 2003 due to vaginal mesh erosion/pelvic pain. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.